Event description:
Boston scientific received information that this right atrial (ra) lead would not turn during a dual chamber implant procedure. Bleeding in the artery was noted. Then, the physician pulled the lead out and decided to implant a single chamber pacemaker instead. Additional information was received that the sugar tip of the lead melted away. Thus, the physician decided not to implant the lead again to prevent arterovenous fistula. In addition, the field representative confirmed that perforation did occur. No additional adverse patient effects were reported. The lead was an attempted implant and will be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.